Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had to have an MRI to see if he had a possible stroke at the brain location. There was no suspected problem with the device or therapy. Further follow-up was being conducted to determine what the results of the MRI were, what actions/interventions were taken to resolve the possible stroke, what the cause of the possible stroke was, and had it been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the cause of the patient's transient cerebral ischemic attack was unspecified. An MRI was not done. The patient initiated treatment with daily baby aspirin, measuring blood pressure at home, having an echocardiogram, increasing their crestor to 40 mg, scheduling a home sleep study, and scheduling a 48 hour holter monitor.